Event description:
It was reported that inappropriate therapy due to noise and high pacing lead impedance were observed. The lead and ICD were explanted and replaced. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 5.8-5.9cm from the connector pin, consistent with lead friction to ICD can. The ring electrode/sensing coil was exposed at this location. This is consistent with the observation from the field of noise.